Event description:
Instrument nurse screwed shell onto cup impactor and handed in over to surgeon to be impacted. Surgeon always tests if the cup can be loosened from the impactor before implantation and the surgeon could not get the implant off the impactor. Surgeon tried with force but could not separate the implant from the impactor. The implant could not be implanted and a second shell and impactor was opened and used. The case was completed as originally planned with no adverse consequences. There was a short delay of approx 5 minutes.

Manufacturer narrative:
Associated device: universal impactor/positioner, catalog number 2101-0200, lot number bykdr. A supplemental report will be submitted upon completion of the investigation.